Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side exchange from textured to smooth breast implants due to patients concern with the product. Healthcare professional reported "grade 4 capsular contracture." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3., h.6. Device analysis: analysis of the returned device identified: the weight the device within specification, creases fold, wear abrasion and yellow particles on the shell. Cloudy and voids in the gel observed after autoclave cycle.

Event description:
Patient reported left side exchange from textured to smooth breast implants due to patients concern with the product. Healthcare professional reported "grade 4 capsular contracture." Device was explanted.